Event description:
Patient was admitted 2 weeks post-op for pain control as well as mobility. The physician ordered that patient to be treated by physical therapy, which is to go through the exercises to ease the pain by building muscles. The patient was discharged when she regained pre-operative strength and mobility.

Manufacturer narrative:
Method of evaluation: there was no failure of the hardware, therefore evaluation of hardware is not appropriate. X-rays show a pass lp system on 8 levels, t10-s1 using polyaxial pedicle screw, standard connectors, offset connectors, short iliac conector angled left and crosslink. The x-rays provided do not show any failure of the hardware. According to the nature of the surgery (operation length, incision length, invasive nature of the surgery), post-operative pain is not an unknown and unexpected adverse event following posterior spinal fusion and is listed in IFU as a possible undesireable effect. PMA/510k - k123138; b02013005 - nut; b02215545 - polyaxial pedicle screw, ø5.5 x 45mml; b02215550 - polyaxial pedicle screw, ø5.5 x 50mml; b02216540 - polyaxial pedicle screw, ø6.5 x 40mml; b02216545 - polyaxial pedicle screw, ø6.5 x 45mml; b02216550 - polyaxial pedicle screw, ø6.5 x 50mml; b02217590 - polyaxial iliac screw, ø7.5 x 90mml; b02236001 - standard connector for ø6mm rod; b02235040 - offset connector for ø6mm rod; b02266034 - crosslink for ø6mm rod, 22mm to 34mm length; b02236053 - short iliac connector angle left; b02235055 - short iliac connector. Not returned to manufacturer.